Manufacturer narrative:
MDR 3003442380-2026-84812 / initial 2 of 2. Name: (B)(6). Country: (B)(6). Address ¿ line 1: (B)(6). Address ¿ line 2: (B)(6). City: (B)(6). State, province or territory: (B)(6). Post office or zip code: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that infusion set infusion set fell off during use after being in use for one to two days which led to hyperglycemia and treated by correction injection using multiple daily injections. The event occurred on 10-mar-2026.